Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Additionally, it was reported that the pump battery was depleting quickly. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported battery not holding charge issue, but no response was received. The customer's blood glucose was 70 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.